Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test due to motor error alarms. The insulin pump was received with normal operating currents and passed the self-test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 26mg/dl and a motor error alarm. Customer treated with a banana and juice. There was no indication that the insulin pump over delivered insulin. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.